Manufacturer narrative:
Device passed the self test and the displacement test. Programmed the device with the current time and date and monitored for ten days. No unexpected time gain/loss noted during monitoring period. The time and date function are performing properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had time clock anomaly. Customer stated that time difference on insulin pump was 10 minutes ahead in a month. Customer stated the gain was greater than 1 minute per week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.